Event description:
Litigation alleges that the patient suffered discomfort and pain in his hip. It became increasingly painful for him to walk, to move his legs, and to rise from a seated position.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 6/10/2014 - medical records received. Patient revised to address a loose acetabular cup and a loose srom stem. The stem and srom sleeve are being added to the complaint. This complaint was updated on: 07/07/14.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.